Manufacturer narrative:
Batch review performed on (B)(6) 2023 lot 141457: 50 items manufactured and released on 27-may-2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, 48 items of the same lot have been sold with another similar reported event during the period of review. Visual inspection performed by r&d manager: looking at the stem, it is visible the absorption of ha from the stem body, it indicates that metabolic activity was taking place and that, presumably, adequate bone contact was achieved at the time of surgery. The post-op x-ray analysis could possibly provide more insight, such as the evaluation of possible early rotational instability or initial stress-shielding. Some signs of minor damage and scratches are present on the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported.

Event description:
At about 8 years and 4 months from the primary, revision surgery due to aseptic loosening of the stem. The surgeon revised successfully all the components.